Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the buttons on the insulin pump were not responding and there was a high-pitched tone sounding, shortly after a bolus delivery. The customer did not recall any significant events leading up to the keypad issues. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.